Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer delivered a bolus and did not end up eating the amount of food that the bolus was calculated for. Recommendation was made to consult with healthcare provider regarding diabetes management.